Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the permanent cautery hook (pch) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci pch to perform failure analysis. The pch was analyzed and found to have the plastic proximal clevis broken. The broken piece was missing as a result of breakage. The size of the missing piece is approximately 0.131¿ x 0.182¿. The second ear of the proximal was broken at the base with no pieces missing. The complaint regarding the pch instrument had physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/dislodged proximal clevis is attributed to damage from mishandling/misuse, which may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported the permanent cautery hook (pch) had physical damage. The arm where the hook sits on broke, one was broken in half, and one piece chip was missing. The customer was trying to insert the hook through the trocar, and it got stuck. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.